Manufacturer narrative:
The complainant part was returned to (B)(4) on (B)(4) 2015; however, it was unknown at the time that the received device belonged to this complaint. Confirmation of receipt came on (B)(4) 2015 when a tracking number was obtained from the reporting facility. The complainant part was not available for a visual examination, but a review of the complaint condition (event description), technique guide, and associated drawings was conducted. The complaint condition for the 8.5mm medullary reamer head (part 352.085 / lot 28107) was likely caused by a collision with the reaming rod during the procedure; however, this complaint is not likely a result of any design related deficiency. The 8.5mm medullary reamer head is an instrument routinely used in the flexible reamers for intramedullary nails system. The device was returned to monument and reported to have broken during surgery with no harm to the patient. It is likely that the reamer head came into contact with the reaming rod leading to this complaint condition. The device was manufactured in may, 2013 and is over two years old. The design drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against maude report number mw5044997. The only information contained in this report is correction or additional information.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 27 may 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer head broke during surgery. A second reamer set was available for use and the 8.5mm head from that set was used. The surgery was successfully completed with no delays or harm to patient. This is report 1 of 1 for (B)(4)..